Event description:
Affiliate reported that when the pt's brain became enlarged the doctor attempted to change the pressure. Since the pt's condition did not improve, the decision was made to revise the device. It was noted that the surgeon noticed biological debris within the device when the valve was removed.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.